Event description:
Pt tested blood glucose on suspect device and blood glucose was "hhh" (>600 mg/dl). Pt administered 40 units of nph insulin. About 10-15 minutes later wife found pt unconscious and called 911. She tried to retest on suspect device and blood glucose was "hhh' (>600 mg/dl). Paramedics transported him to hosp. At hosp he was given glucose IV. 1 hour and 15 minutes later blood glucose was tested at lab at 117 mg/dl.